Event description:
A single chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately nine months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found. A reduced analysis was performed, the device was okay. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The proximal conductor was cut and the outer insulation had cosmetic depression. There was apparent explant damage. A visual analysis was performed only.